Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, no drops of insulin were seen coming out of multiple infusion sets. The user connected a new infusion set tubing, successfully saw insulin drops during fill tubing, and resumed insulin delivery. Additionally, the user experienced resistance when filling a cartridge. The user's blood glucose level was 318 mg/dl and it was addressed with a bolus via the pump.